Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as mamogram and x-ray. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. However, the insulin pump was received with stuck in motor error loop during bolus/basal delivery and error alarm confirmed in alarm history. The motor was rested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner, cracked lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.